Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to test for alarms due to a detached end cap. Bleeding lcd glass, cracked battery tube threads, cracked case and scratched lcd window noted.

Event description:
The patient reported an alarm during the rewind. Troubleshooting was performed, and the drive support cap was loose. Advised the patient that the insulin pump would be replaced. Nothing further was reported.